Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an open wound at the left burr hole incision site. It was assessed by the physician that the patient had a superficial infection and dehiscence. The patient underwent a revision procedure of the burr hole cap and clip. Cultures were taken, but the results are unknown. The patient was admitted and given intravenous antibiotics.